Event description:
It was reported that the tip of the disposable had a scorch mark on it. It is unknown how the procedure was completed and there were no patient consequences reported. Biomed did not have additional information. Both hand piece and the disposable will be will be returned for analysis.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent handpiece has been refurbished. The hand piece was received in good physical condition. During testing the phase margin and frequency values were recorded out of specification; however, an out of range value for both will not interrupt device function or generate an automatic error code. The instrument was disassembled to inspect the internal components and evidence of refurbished activities and component replacement was noted. The internal wires were different from the standard ones used at the current ees manufacturing process, other non-ees components were identified (isolator).